Manufacturer narrative:
The device was returned to biosense webster (bwi) for evaluation. A visual inspection and irrigation test of the returned device were performed in accordance with bwi procedures. Visual analysis revealed no damage or anomalies on the device. The pictures provided by the customer does not provide sufficient information related to the leaking issue; however, bubbles were observed on the picture. An irrigation testing was performed, and a leak of saline solution was observed along the tubing. Due to this condition, a detailed inspection of the leak area was performed, and the tubing was observed damage. A cut was observed along the tubing that allowed the leak of saline solution. A device history review was performed for the finished device ac8501871 number, and no internal actions related to the complaint were found during the review. The leak and bubbles issues reported by the customer were confirmed. The failure related to the bubbles could be caused by the damage on the tubing. The potential cause of the damaged tubing could be related to the manipulation of the device during the procedure, however, this cannot be conclusively determined. The instructions for use contain (IFU) the following precaution: flush the tubing set as described in the user manual for the pump. Verify that the tubing set is free of leaks or defects and that all bubbles have been flushed from the tubing set. If bubbles are present, continue flushing until they are passed through the tubing set. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. H6. Investigation findings code of "appropriate term/code not available" represents photo/video analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a smartablate¿ irrigation tubing set for which biosense webster¿s product analysis lab (pal) identified a damaged tubing. Initially, it was reported that during the operation, fluid (saline solution) escaped from an unintended location of the catheter (handle, luer hub or shaft). A second device was used to complete the operation. There was no adverse event reported on patient. This issue was assessed as non MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The biosense webster, inc. Product analysis lab received the device and per the evaluation completion on 17-jun-2024, there was leakage observed along the tubing and a cut was observed along the tubing that allowed saline solution to leak. The damaged tubing was assessed as MDR reportable. The awareness date for this reportable lab finding was 17-jun-2024.